Event description:
The on/go covid-19 antigen self tests are faulty. I took several 2 weeks ago and they all came back negative, however I was and still is positive for covid-19. I ordered more of the same test as well as another brand and had a lab test done and the only negative test was this on/go brand distributed by intrivo manufactured by accessbio lot # cp22a55. There was an email sent out stating that even though the expiration date is expired that the FDA had approved extending the expiration date. I believe this company is selling faulty covid tests, this can be incredibly dangerous.